Event description:
The device was used for a v.a.t.s. It was reported that the clip did not feed into the jaw and it spitted. There was no consequence to the pt.

Manufacturer narrative:
H6: code 400(other): yielded jaws. Based upon the inquiry information received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.